Event description:
Additional information received indicated that the patient's revision took place on (B)(6) 2012.

Event description:
Additional information received reported that the patient's implantable neurostimulator and leads were explanted. Post-operatively, the patient was very happy as her stimulation was covering her painful areas. Twelve days later, it was reported that the device had stopped working for an unknown reason. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had no stimulation at her typical amplitude of 3.0 volts. The patient turned it up to 10.5 volts and still did not feel stimulation. The patient stated this happened after she "hit or caught" the device on a door. The patient also felt one side of the battery "sticking out more than the other." The patient's impedances were also measured and most electrodes were >40,000 ohms. Additional information received on (B)(6) 2012 reported that the patient was scheduled for a revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no anomalies found. Final device analysis of the lead (serial number (B)(4)) revealed the following: the lead conductor was broken at the silicone anchor site. All eight conductors were broken 26.6com from the distal end. There was a breached cut in the outer insulation and four conductors were pulled out of the tubing. Functional test- all circuits were open. There were no shorts between circuits. The outer insulation was pinched (suspected silicone anchor site) 27.4com from the distal end. Final device analysis of the lead (serial number (B)(4)) revealed the following: the lead conductor was broken at the silicone anchor site. All eight conductors were broken 26.6com from the distal end. There was a breached cut in the outer insulation and four conductors were pulled out of the tubing. Functional test- all circuits were open. There were no shorts between circuits. The outer insulation was pinched (suspected silicone anchor site) 27.4com from the distal end.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).